Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The device went through visual inspection and functional testing. The customer reported complaint was confirmed. It was found that the device's downstream occlusion seal was damaged, and the latch lock sensor is not sensing the cassette. The root cause is the damaged downstream occlusion seal and failed latch lock sensor.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize when cassette is attached, and the software upgrade is required. There was unknown patient involvement.